Event description:
It was reported that the implantable cardiac defibrillator (ICD) had a battery voltage of 3.07 in (B)(6) 2011. In (B)(6) 2012, no tones were heard, no lights on programmer and the ICD was unable to be interrogated. It was also reported that the ICD had premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.